Event description:
The jetstream g3 was advanced to treat a 35cm lesion located in the superficial femoral artery (sfa) with thrombus present. After approx 3 minutes of treatment and one pass made using the minimum diameter mode, the device was pulled back when it became stuck on the guidewire. It was noticed that the guidewire tip became detached and was located in the peroneal artery. The guidewire tip was left in the pt, and the pt was discharged the next day.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.